Event description:
It was reported to nuvectra that the patient experienced psychological issues that prevented the patient from receiving therapeutic effect. Subsequently, the stimulator and leads were explanted.